Event description:
A healthcare professional reported that on two cataract surgery cases the reflux failed when using the cassettes. The product was exchanged for another and the procedures were completed. No patient harm was confirmed by the reporter. No additional information is expected for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).